Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter disconnected from the pump. The pt's symptom was increased pain despite medication titration. The severity was not determined. A (B)(6) study was performed on (B)(6) 2010. The result of the study was that the catheter leaked. A revision was performed on (B)(6) 2010. The pt recovered without sequelae on (B)(6) 2010. The drugs in the pump at the time of the events were fentanyl, bupivicaine, and clonidine.